Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b20: device remains implanted and no images were provided. Therefore, direct product analysis was not possible. IFU for gore® viabahn® vbx balloon expandable endoprosthesis: the IFU was reviewed and the following statement was found to be applicable: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: stenosis, thrombosis or occlusion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was received from a study: on (B)(6) 2023, a study patient was implanted with a gore® excluder® thoracoabdominal branch endoprosthesis (tambe device) for aortic aneurysm treatment. During this procedure, gore® viabahn® vbx balloon expandable endoprosthesis were used as branch devices in the visceral arteries. Two vbx devices were implanted in the left artery during the index procedure. On (B)(6) 2024, stenosis was observed in the left renal artery. On (B)(6) 2024, balloon angioplasty and an additional vbx device was implanted in the left renal artery. As reported, the reintervention was performed to prevent eventual loss of patency. At the patient's 12 month follow-up, cta imaging and observation noted the left renal artery side branch components had lost patency. It was assumed all three vbx devices were occluded. No intervention was performed or planned at this time.